Event description:
Report received form (B)(6) stated that the cutter would not but the vitreous however there was still aspiration. There was no injury to the pt.

Manufacturer narrative:
The product has been requested however it has not been received yet. The sterilization and lot history records were reviewed and found to be acceptable.